Manufacturer narrative:
(B)(4)

Event description:
It was reported that the suture of the fast-fix broke during tensioning. Both t1, t2 and the suture were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the depth limiter is in place and t1, t2 and the suture were returned unattached from the needle; the suture was confirmed to be broken. Functional test indicates proper cycling and advancement of actuator. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.